Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Medical record received. It was stated that the patient has very mild lysis. There is mild heterotopic formation of bone.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint-litigation papers allege the patient has experienced pain and discomfort in his hip since the asr hip was implanted. As a result, a revision surgery was performed to replace the asr system implanted in his left hip. The patient continues to experience pain in his left hip and has suffered from injuries of a permanent, lasting and painful nature. After review of medical records, the patient was revised to address discomfort. MRI showed a large, complex, fluid-filled cyst within the capsule as well as osteolysis within the pubis and elevated ion levels. Intraoperative findings noted about 40 ml of yellow fluid, a lot of corrosion around the taper and a small bit of particulate disease that went up inside the psoas tendon sheath. Lab results were not provided for the alleged elevation of ion levels. Doi: (B)(6) 2007; dor: (B)(6) 2012; (left hip).